Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer declined to complete the check. Reportedly, the customer reverted to manual insulin injections for insulin therapy. The customer's blood glucose was 214 mg/dl.